Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. There was no reported product deficiency and the device is not returning. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 99% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 2.0 x 10 mm unknown balloon catheter. A 3.5 x 23 mm xience prime stent was deployed when a proximal edge dissection occurred. Another xience prime stent was successfully used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.